Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker system was experiencing dizziness, and electrogram (egm) review was requested. R-waves were 0.7 mv and there undersensing concerns. Upon further review, there appeared to be crosstalk oversensing of p-waves on the right ventricular (rv) channel, resulting in pacing inhibition. Technical services (ts) discussed troubleshooting options and programming considerations, and a field representative was paged. This pacemaker system remains in service. No adverse patient effects were reported.